Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 9.2 cm in diameter thoracic aortic aneurysm. It was reported that the patient presented emergently with back pain. The CT showed that the distal valiant stent graft had migrated proximally away from the celiac artery with a distal type I endoleak and aneurysm rupture. The physician elected to snorkel the sma and right renal. Another manufacturer¿s stent were implanted into the sma and right renal and another valiant stent graft was implanted. The final angiogram show that the snorkels were patent and the migration and distal type I endoleak were resolved. Per the physician, the cause of the migration and distal type I endoleak is related to the patient¿s anatomy, expansion of the distal thoracic aorta. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.